Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had a cosmetic damage. The customer¿s blood glucose level was 103 mg/dl. The customer reported that the insulin pump's rail was damaged and insulin pump had a crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.